Event description:
The customer reported being hospitalized for high blood glucose of 257 mg/dl. The customer stated that the events leading to her admission were vomiting, excessive urination, and heavy breathing. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. The customer stated that on two occasions the infusion set cannulas were bent. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.